Manufacturer narrative:
A review of the manufacture records for this device found that the device was used in a procedure after its labelled expiration date of october 18, 2015. There were no other discrepancies relevant to the reported event. (B)(4).

Event description:
After insertion the of the protege gps stent along the wire, it would not deploy. The device was removed and the another stent was used to complete the procedure. There was no resistance felt during advancement. No part of the stent deployed. There was no injury to the patient. Evaluation of the device was completed (B)(6) 2016. The reported event could not be confirmed. The protege gps was returned with the stent threaded over the deployment system. The stent did not exhibit any abnormality. However review of the manufacture records for this device found that the product was used in the procedure after its labelled expiration date of (B)(6) 2015.